Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door does not open when the pyxis prompts it to open. A field service engineer found that the remote had not failed but the alignment was off. The field service engineer aligned the remote and tightened the nuts securely to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a refrigerator door does not open when the pyxis prompts to open it. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.